Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 67-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. Following advancement of the repositioning sheath for impella support, no flow was observed down the impella leg. A fem-fem bypass was subsequently performed to treat the noted ischemia. Support continued following the event.